Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel superficial femoral artery. A 5.00mm / 2.0cm / 135cm2cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 2 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.